Manufacturer narrative:
Service was not dispatched to the site to address this event as the customer resolved the issue. The customer refitted unspecified loose tubing at the blood sampling valve (bsv), thereby resolving the leak. The instrument was returned back into operation after completion of the repairs. There have been no additional reports for this issue. The failure mode was loose tubing (tubing unspecified) at the blood sampling valve. No erroneous results were generated for this event, however, a failure mode was identified which has the potential, upon recurrence, to cause erroneous, unflagged results. (B)(4).

Event description:
The customer reported a clear leak inside the coulter lh 750 hematology analyzer and on the tabletop. The volume of the spill was less than fifty cubic centimeters and located near the bsv (blood sampling valve). The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, goggles and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No death or injury was associated with this event. No patient results were affected by this event there was an exposure plan in place at the facility.